Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 357 mg/dl and also alleged flashing screen as the screen turning on and off, and an alleged crack on the pump. The event involved products mmt-1884, unomedical and unk_reservoir. Troubleshooting was performed for the display issue (flashing screen) however, troubleshooting was not performed for the high blood glucose event due to call disconnection and the customer not being in a condition to continue, and the customer had been disconnected from the pump and was taking manual insulin shots, with instructions previously given to discontinue pump use and revert to a backup plan. No further patient complications were reported. No product return is required for unomedical and unk_reservoir. Mmt-1884 will be returned for analysis.